Event description:
It was reported that the insert would not lock in the tibial baseplate after multiple attempts. Another insert was opened and it worked the first time. No adverse consequences for the patient were reported.